Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No frozen screen noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called and reported the insulin pump screen was frozen. The customer was reportedly unable to press any buttons. It was advised to revert to a back-up plan. Customer's blood glucose was 5.4 mmol/l. Customer was advised the device would be replaced and agreed to return the product for analysis.